Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history records revealed no irregularities during the manufacture of reported lot number 5336961. Conclusion: without a sample, an absolute root cause for this incident could not be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
On (B)(6) 2017, the physician saw a human hair in the colored part of the 30ga x 1/2 inch bd precisionglide¿ needle that screws into the syringe.